Manufacturer narrative:
Trackwise ID # (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro vh-3500 silicone insulation was cracked. Nothing fell into the patient. Once it was noticed there was damage to the insulation a new unit was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise # (B)(4). A lot history record review was completed for lots 25137407, 25137740, and 25137838 the last 3 lots shipped to the account prior to the event/aware date. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro vh-3500 silicone insulation was cracked. Nothing fell into the patient. Once it was noticed there was damage to the insulation a new unit was used to complete the procedure. The hospital did not report any patient effects.